Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular undersensing was noted on a ventricular tachycardia (vt) episode and a supra ventricular tachycardia (svt) episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.